Event description:
It was reported that during follow up, the atrial lead exhibited loss of capture and undersensing. X-ray confirmed that the atrial lead was dislodged. The lead was explanted and replaced.